Event description:
It was reported device shift, leak and thrombosis occurred. A left atrial appendage (laa) closure was performed on (B)(6) 2025, during which a 27 mm watchman flx pro device was implanted. The patient was discharged following the procedure. At the 45-day follow-up, a peri-device leak was identified, and the physician scheduled a leak repair for (B)(6) 2026. During the pre-procedure transesophageal echocardiography (tee), the device was found to be malpositioned (proximal and rotated en-fasse), with a persistent leak and a pedunculated device-related thrombus present. Due to the thrombus, the physician elected not to proceed with the planned leak repair. The patient medication regime was adjusted and will be rescheduled/reassessed for another attempt at leak closure in a month.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0036716916. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis, implant movement/shift and implant did not seal (medication required). Risk review: a risk review was completed and confirmed that the events of thrombosis, implant movement/shift and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported device shift, leak and thrombosis occurred. A left atrial appendage (laa) closure was performed on (B)(6) 2025, during which a 27 mm watchman flx pro device was implanted. The patient was discharged following the procedure. At the 45-day follow-up, a peri-device leak was identified, and the physician scheduled a leak repair for (B)(6) 2026. During the pre-procedure transesophageal echocardiography (tee), the device was found to be malpositioned (proximal and rotated en-fasse), with a persistent leak and a pedunculated device-related thrombus present. Due to the thrombus, the physician elected not to proceed with the planned leak repair. The patient medication regime was adjusted and will be rescheduled/reassessed for another attempt at leak closure in a month.